Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8100 no channel ID. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8100 pump module v9.17.0.22. Contact: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: customer receives device model 8100 [s/n (B)(4)], not displaying channel identification. Case resolution: customer receives device model 8100 [s/n (B)(4)], not displaying channel identification. Explained problematic issue for error to occur at device powering on. Assisted customer to identify firmware version associated with device serial number. Check of device with connection to both sides of the alaris pc unit. Issue not resolved, customer to isolate to the logic and/or motor controller boards for repairs. Verification of warranty status, then suggested customer to send for service depot repair (level 1, or 2 fixed rate). Biomed to check with customer to send for repair. Customer to call back for assistance if any further issues and/or concerns need addressing. End call.